Event description:
It was reported that the pt fell on her hip and had a peri-prostatic fracture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.